Event description:
It was reported that a patient with a basilar artery aneurysm had a stent (atlas) placed in the left posterior cerebral artery using a microcatheter. After placing a guiding catheter in the left vertebral artery, the surgeon attempted to access the left posterior cerebral artery with a microcatheter using a guidewire but was unable to insert it due to the poor angle of the wire tip. When the surgeon started to access the left posterior cerebral artery again using the microcatheter and a guidewire, the catheter jumped and ruptured the aneurysm. The ruptured catheter was left in place and a second microcatheter (subject device) was used as a medical intervention to try to stop the bleeding. The second microcatheter (subject device) was used to place the target in the treated area, but it could not be removed with the in-zone. When a new replacement in-zone was used, it was removed without any problem. We used several target coils were used to stop the bleeding outside the mass, but the third coil got stuck in the catheter, so the surgeon used a new coil and the procedure continued. Patient-reported to have passed away on (B)(6) 2022. The relationship of patient death to the catheter and the associated procedure is unknown. No other information was provided.

Manufacturer narrative:
This is 2 of 2 reports: (2nd MDR).

Event description:
It was reported that a patient with a basilar artery aneurysm had a stent (atlas) placed in the left posterior cerebral artery using a microcatheter. After placing a guiding catheter in the left vertebral artery, the surgeon attempted to access the left posterior cerebral artery with a microcatheter using a guidewire but was unable to insert it due to the poor angle of the wire tip. When the surgeon started to access the left posterior cerebral artery again using the microcatheter and a guidewire, the catheter jumped and ruptured the aneurysm. The ruptured catheter was left in place and a second microcatheter (subject device) was used as a medical intervention to try to stop the bleeding. The second microcatheter (subject device) was used to place the target in the treated area, but it could not be removed with the in-zone. When a new replacement in-zone was used, it was removed without any problem. We used several target coils were used to stop the bleeding outside the mass, but the third coil got stuck in the catheter, so the surgeon used a new coil and the procedure continued. Patient-reported to have passed away on (B)(6) 2022. The relationship of patient death to the catheter and the associated procedure is unknown. No other information was provided.

Manufacturer narrative:
Conclusion code grid- h6 investigation conclusions - updated. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection, as well as a functional evaluation, could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The information received indicated a patient with a basilar artery aneurysm had a stent placed in the left posterior cerebral artery using a microcatheter. After placing a guiding catheter in the left vertebral artery, the surgeon attempted to access the left posterior cerebral artery with a microcatheter using a guidewire, but was unable to insert it due to the poor angle of the wire tip. When the surgeon started to access the left posterior cerebral artery again using the microcatheter and guidewire, the catheter (subject device) jumped and ruptured the aneurysm. Several coils were deployed to stop the bleeding outside the mass. Hemostasis was successful and the procedure was completed. Also additional information indicated the patient passed away because of a brain hemorrhage and from a medical opinion perspective, the alleged product malfunction did not cause or contribute to the outcome of patient death. The stent had already been deployed, so in trying to gain access to the aneurysm they most likely must have been re-crossing/coiling through the stent struts. The concurrent catheter (subject device) jumped and ruptured the aneurysm most likely due to some procedural and/or anatomical factors causing the event; however, as the devices were not returned this cannot be definitely determined. This microcatheter (subject device) was used to place the target in the treated area, but it could not be removed with the in-zone. When a new replacement in-zone was used, it was removed without any problem. They used several coils to stop the bleeding outside the mass, but the third coil got stuck in the catheter, so the surgeon used a new coil and the procedure continued. Hemostasis was successful and the procedure was completed. The as reported ¿patient aneurysm rupture¿, ¿patient death¿ and ¿patient intracranial hemorrhage¿ will be assigned procedural factors as this issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Due to the automated mes (manufacturing execution system) system, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information received indicated after placing a guiding catheter in the left vertebral artery, the surgeon attempted to access the left posterior cerebral artery with a microcatheter using a synchro guidewire, but was unable to insert it due to the poor angle of the wire tip. When the surgeon started to access the left posterior cerebral artery again using the microcatheter and transcend guidewire, the catheter jumped and ruptured the aneurysm. Also additional information indicated the patient passed away because of a brain hemorrhage, from a medical opinion perspective, the alleged product malfunction did not cause or contribute to the outcome of patient death. Anticipated procedural complication will be assigned to this complaint as the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that a patient with a basilar artery aneurysm had a stent (atlas) placed in the left posterior cerebral artery using a microcatheter. After placing a guiding catheter in the left vertebral artery, the surgeon attempted to access the left posterior cerebral artery with a microcatheter using a guidewire but was unable to insert it due to the poor angle of the wire tip. When the surgeon started to access the left posterior cerebral artery again using the microcatheter and a guidewire, the catheter jumped and ruptured the aneurysm. The ruptured catheter was left in place and a second microcatheter (subject device) was used as a medical intervention to try to stop the bleeding. The second microcatheter (subject device) was used to place the target in the treated area, but it could not be removed with the in-zone. When a new replacement in-zone was used, it was removed without any problem. We used several target coils were used to stop the bleeding outside the mass, but the third coil got stuck in the catheter, so the surgeon used a new coil and the procedure continued. Patient-reported to have passed away on (B)(6) 2022. The relationship of patient death to the catheter and the associated procedure is unknown. No other information was provided.